Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was unknown. The catheter was implanted on (B)(6) 2018. The initial reason for the performed surgery was regarding regular pump replacement. The catheter access port was not used in the chemical removal operation. Since the catheter was removed from the pump connector part once, it was judged that there was a possibility that a piece of tissue would go all the way in, so the catheter access port was not used this time. The catheter was revised/replaced on (B)(6) 2025 and the issue was resolved. The catheter was discarded.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that there was a catheter removal defect. When the catheter suture pump connector was removed from the synchromed ii pump catheter port, tissue had entered the connector. The tissue piece was removed by visual inspection, but the 18g surf low needle outer tube for drug removal was not inserted.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(6), ubd: 08-mar-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.